Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a different product, which was a 3-way catheter 20fr in the package.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Evaluation found that the returned product which was a bard 2-way male 5cc 14 fr had a 3-way male 30cc 20fr packaged in it. The reported event was confirmed as manufacturing related due to operator error resulting in misassemble. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard biocath foley catheter (with lubricant) consists of a balloon catheter and water-soluble lubricant. <material> balloon catheter: natural rubber latex. <sizes of catheters> available in sizes 12 to 30 every 2fr". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a different product, which was a 3way catheter 20fr in the package.